Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was repositioned three days prior to report due to discomfort at the implant site. It was later reported, the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted, the patient had an appointment scheduled for (B)(6) 2013.

Event description:
Additional information stated the device rotated in the pocket and the cause of the event was flipping. It was stated a revision occurred for the implantable neurostimulator (ins) and it was not removed. Reprogramming occurred on 2013 (B)(6). It was noted the surgery had the device moved to an alternative pocket on 2013 (B)(6). It was noted there was no injury or hospitalization related to the event and this was the second time the ins had been moved for her pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 095-10, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3889-28, lot# v515942, implanted: 2010 (B)(6); product type lead. (B)(4).